Manufacturer narrative:
Date of event : (B)(6) 2019, date of report : 13mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device logs. The fse was unable to duplicate the error when running tests on the device. The fse replaced the central processing unit (cpu) board to address the finding. The device passed testing after repairs were completed. The cpu board was returned to philips for testing and the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a back up alarm failure occurred. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.